Event description:
Two or three millimeters broke off the tip of a slimline 365 fiber from lot 3175/0705 during a procedure in 2006 at the hosp. The fiber fragment, which is biocompatible, remained in the kidney lumenis reported the incident to lumenis regulatory in 2006. Lumenis anticipated a visit to the hosp to obtain additional incident and pt details.